Event description:
It was reported that the surgeon completed a rsa using perform humeral stem and perform reverse glenoid. In the recovery room, it was identified via x-ray that the poly dis-associated from the stem. At approximately 2pm that same day we replaced the poly with the same sku, but a new part. The poly was impacted in situ and not on the back table.

Manufacturer narrative:
H3: the device was returned for investigation. A visual inspection found the device exhibits scratches to the underside shelf of the device but overall the device looks to be in good condition. A functional impaction test was performed and found the device to function as intended.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the surgeon completed a rsa using perform humeral stem and perform reverse glenoid. In the recovery room, it was identified via x-ray that the poly dis-associated from the stem. At approximately 2pm that same day we replaced the poly with the same sku, but a new part. The poly was impacted in situ and not on the back table.